Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter; during a wedge resection procedure, the surgeon clamped the tissue of pulmonary parenchyma and started to fire the staple line, however the handle became stiff and could not be squeezed, the device stopped firing halfway. The surgeon was able to pull back the black return knob and remove the device from the tissue with out any problem or damage to the patient. The cartridge was replaced and the procedure was completed with no further issues. Additional tissue section was not required. No patient details could be provided.